Manufacturer narrative:
(B)(4).

Event description:
It was reported via nutrisense report that a broken sensor wire occurred. Date of event is an approximation. The biosensor was removed several days after insertion due to discomfort. The puncture site discomfort continued for several weeks. The customer consulted a doctor who determined the biosensor wire remained embedded beneath the skin. The sensor wire was surgically removed by the healthcare provider (hcp), and stiches were placed in the area. No product was provided for investigation. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or customer information is available. No additional customer or event information is available.